Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging the subject meter read inaccurately high compared to another device. The reporter claimed obtaining blood glucose readings of "323 mg/dl" with the subject meter and "215 mg/dl on another device", performed within 30 minutes of each other. The reporter also stated obtaining blood glucose readigs of "323 mg/dl" with the subject meter and "230 mg/dl" on another device. This complaint is being reported because the reported results did not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.